Manufacturer narrative:
The insulin pump had blank display due to missing battery tube spring. Unable to perform idle current test, run current test, self-test, off no power test, unexpected error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Pump was received with corroded battery tube and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the spring in the battery compartment got damaged by corrosion. The product was returned for analysis.